Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that pumps pm1 and pm4 were generating bubbles. The fse replaced the pumps, which repaired the issues with the differential data plots. The repairs were verified by the fse. (B)(4).

Event description:
While troubleshooting the field service engineer noticed that pumps pm1 and pm4 were generating bubbles which were affecting the differential data plots. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.